Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. During the procedure, the needles were prematurely popping off. It was also reported that the suture and needle was difficult to remove from the packaging like it was "sticking" to the packaging. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device has been received for evaluation, the investigation is in progress. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain additional information. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide product code and lot number? It was not provided to me verbally but was included in the package they submitted for analysis. You will have to look at the product returned. Did the case of "suture and needle difficult to remove from the packaging" occurred during this single procedure or during a different procedure? They were unable to provide specifics if the case of "suture and needle difficult to remove from the packaging" occurred during a different procedure, please provide procedure name, date and any patient consequences observed due to this issue and how were they handled. These occurred during c-sections, but no specific dates were provided. No patient consequences were reported" what was the initial procedure? C-section. When did the issue occurred? Pre-op or intra-op? Intra-op. What is the procedure date & event day? Unknown - there were multiple occurrences and facility did not keep track. Could you please confirm how many procedures present this issue (pull off suture needle)? Unknown - facility stated it happened a lot with different surgeons but they did not keep track. Did the other procedures were reported? Sales rep is unaware of if any of these have been previously reported. Did the surgery was completed successfully? Yes. Please confirm what was used to complete the procedure? Another like suture was used to complete the procedure. Device return follow up. Device should ship nov 18th. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2021. H6 component code: g07002 no device problem found. H3 investigational summary: one needle/suture piece of product code j370h was returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel hole needle and the suture end was cut by sharp edge. No needle pull off was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A paper lid, an empty winding former and a dispensed needle/suture of product code j370h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The suture was received dispensed and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. The product code j370h contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. A functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Six empty labeled winding formers, three detached needles, and three suture pieces of product code j370h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, the swage area and hole of the needle were noted with marks that appear to be by a surgical instrument, and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the suture, body fluids and the ends were cut by a sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. An empty opened box and thirteen packets of product code j370h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: please provide product code and lot number? It was not provided to me verbally but was included in the package they submitted for analysis. You will have to look at the product returned. Did the case of "suture and needle difficult to remove from the packaging" occurred during this single procedure or during a different procedure? They were unable to provide specifics. If the case of "suture and needle difficult to remove from the packaging" occurred during a different procedure, please provide procedure name, date and any patient consequences observed due to this issue and how were they handled. These occurred during c-sections, but no specific dates were provided. No patient consequences were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.